Manufacturer narrative:
The defective device has not been returned for investigation. Neither sample nor lot number were available, therefore it has not been possible to retrieve a retention sample for investigation. Hence, it is not possible to verify the reported failure. Based on user feedback, the endoscope broke due to human error because ascope4 broncho regular was chosen by mistake instead of ascope4 broncho slim. Since there is no further information on the ett size used during procedure, it is suspected that the scope size was not compatible with the used et tube. Instructions for use (IFU) section 2.2 product compatibility informs which sizes of the ascope 4 broncho family is compatible with the different et tubes. The product risk evaluation has been evaluated and the risk is assessed as acceptable. Ambu will keep monitoring this issue and take actions if necessary.

Event description:
An ascope 4 broncho regular bronchoscope was used instead of the slim. During use, the tip of the bronchoscope was teared inside the patient's tubus. The customer noted that this happened due to improper use (not according to the manufacturer's instructions). Patient outcome was not affected.